Manufacturer narrative:
The device, intended for use in treatment, were returned for evaluation. A visual inspection was conducted and confirmed the anthology calcar reamer is dull. This device was manufactured in 2014. This device shows signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during inspection, reamer was found to be worn and dull. A backup device was available and no delay reported.

Event description:
It was reported that during inspection, reamer was found to be worn and dull. The patient was not involved at the time.